Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine/serum cutoff control, 100 miu/ml urine/serum hcg positive control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Received an email from distributor: alleged false negative hcg result for patient who was reported to be pregnant. Confirmatory method sshcg was measured in urine and serum (laboratory, exact method unknown). Patient's last menstrual period was 7 weeks ago. Although additional information was requested, no additional information was available or provided. No adverse events reported.